Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age: unknown. Patient's weight: unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that when the doctor took an x-ray, it was noticed that there was bone loss around the implant. The implant was removed. Tooth location 3.

Manufacturer narrative:
One tapered screw-vent implant with mtx surface (tsvwb10) was returned for investigation. Visual inspection of the as returned product identified damaged threads and signs of use. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. An x-ray was provided by the customer and was reviewed by our medical affairs manager. The bone loss was confirmed after visual inspection of the x-ray. A device malfunction was not noted during the investigation. However, the complaint is confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this event.